Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. In response to FDA report number: mw5088996. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.

Event description:
Patient reported via regulatory agency, "swollen lymph nodes, headaches, swollen joints, stiff joints, pain in arm, pain in breast, burning feel in breast, light sensitivity, arm weakness, anxiety, skin problems, pigment change, depression, extreme severe fatigue, and severe memory loss." Device status is unknown. This is the left side record.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to (B)(4) has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient reported via regulatory agency, "swollen lymph nodes, headaches, swollen joints, stiff joints, pain in arm, pain in breast, burning feel in breast, light sensitivity, arm weakness, anxiety, skin problems, pigment change, depression, extreme severe fatigue, and severe memory loss." Device status is unknown. This is the left side record.